Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately 3 weeks after indwelling when attempting to withdraw the retention fluid with a syringe to remove the old foley catheter, the following sequence occurred: 4 cc of fluid was withdrawn, followed by approximately 30 cc of air, and then another 4 cc of fluid. The withdrawn retention fluid had a slightly pale-yellow tint. At the time of insertion, the balloon had been inflated to check for damage, and only 10 cc of retention fluid had been injected. Replacements are performed every three weeks.